Event description:
It was reported that at 42,877 joules while using a side-firing surgical fibers during a prostate procedure, the pointer / aiming beam was observed to be forward-firing. Time expended: 9:40 minutes. The fiber was replaced and the case continued. At 91,288 joules while using the second side-firing surgical fiber, the aiming beam was again observed to be forward-firing. Time expended: 18:11 minutes. The fiber was replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reportability aware date is: (B)(6) 2015.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; fiber ID label missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.